Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event/problem- corrected information d4: model no- corrected information h2: type of follow up- corrected information.

Event description:
Subsequent to the initial MDR, a correction is required.